Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed to address the occlusion alarm. The customer's blood glucose (bg) level was 248mg/dl and a manual injection was administered to address the bg level. During a follow-up, it was confirmed the customer's bg level decreased to 200mg/dl and no additional occlusion alarms had occurred.